Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record can be performed. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. At some point during the procedure, the occlusion balloon would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon. An attempt to obtain additional information about the case has been made.